Manufacturer narrative:
Not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.

Manufacturer narrative:
Compassionate use device v190124. This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient has pain over the pubic symphysis. On repeat imaging, the screw from the implant into the contra-lateral superior pubic ramus is migrating out. This may need to be addressed in a revision. Patient presenting with a high grade fibrosarcoma of the pelvis. The patient requires resection of the tumor and surrounding bone. (B)(4).